Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wnmx, product type: lead. Product ID: 3889-28, lot#: va1wnmx, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation therapy. It was reported that the patient's daughter indicated the other stimulators was never working, do not have any further information. The caller confirmed the patient's daughter and the daughter does not know when these stimulator stopped working. It was recommended that they follow up with their healthcare professional.